Manufacturer narrative:
Batch review performed on 23 september 2024 lot 2340490: (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to a periprosthetic femur fracture and the cause is unknown. At about 1 month post primary the surgeon revised the stem, head and liner. The surgery was completed successfully.